Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for follow up. Interrogation of the implantable cardioverter defibrillator revealed episodes of post paced t-wave oversensing. Programming changes were made to address the oversensing. The patient was in stable condition.